Event description:
The customer reported that his olympus visera elite xenon light source was presenting an e103 communication error during preparation for an otorhinolaryngoscopy procedure. According to the initial reporter, the staff completed the case using the subject device without any delays or patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, error code e103 was present during testing. Additionally, the xenon lamp was not functioning due to a faulty power unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the light did not light up and an error code was displayed due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Olympus will continue to monitor field performance for this device.